Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extensions become detached on the bd nexiva¿ closed IV catheter system.

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that the extensions become detached on the bd nexiva¿ closed IV catheter system on 2 occassions. H.6. Investigation: DHR review was performed on lot number 8232654; review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Sap (qn) database review; the review disclosed one no-related qn was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Received two nexiva 18ga units, one opened package and a package label from the catalog number 383519, lot 8232654. One unit was used one photo was submitted for review. Visual/microscopic evaluation: both units had the extension tubing was separated from the clear port of the winged adapter. Photos: the photo displayed two units with the extension tubing separated from the winged adapters and displayed the paper label with the bd logo, ref no., description, lot number and the expiration date the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned.

Event description:
It was reported that the extensions become detached on the bd nexiva¿ closed IV catheter system on 2 occassions.